Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the third inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed completely from the patient and was exchanged with a non-bsc balloon catheter. The procedure was completed with implantation of a stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the complaint device was inflated to 16atm which is above rated burst pressure (rbp). The emerge mr dfu states: inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter. (B)(4).